Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once it has been completed.

Event description:
Customer reported solution squirted out from the port just below the pump module while trying to remove air from the most distal port on the set. Customer stated it is possible a blunt cannula was used on this port since they recently converted from a split septum set. There was no report of patient harm or medical intervention. Although requested, no further patient or event information is available.